Event description:
It was reported that high lead impedance was obtained (ok/low/0/>10,000 ohms/no) during device diagnostics. The patient denied any trauma to the site but has been have continuous pain at the generator site for the past month. The last known settings were 1.25/20/250/30/3 and the device was programmed off due to the pain. The patient will not undergo surgery at this time. Follow up revealed that there were no reports of trauma. X-rays were taken and reviewed by the physician who did not see a lead fracture. There were no causal or contributory factors that occurred prior to the onset of the pain or high lead impedance.